Event description:
It was reported that there was an error code 46221 with red screen. There was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 12/10/2024. One device was returned for analysis. Visual inspection found a delaminated downstream occlusion seal. Review of the event history log (ehl) showed multiple error 3/20/2024 9:20:15 am system fault 46,221 occurred 0 0 0 4, 3/20/2024 9:06:09 am system fault 41,981 occurred 0 5,658 7 1, 3/20/2024 9:14:08 am system fault 46,011, 3/20/2024 9:19:27 am system fault 46,021. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was printed wiring assembly board (pwa). As a result, printed wiring assembly board (pwa) was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.